Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Reported issue was confirmed that slot number two on axiem was not working. The medtronic representative replaced the axiem box. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis on 2/21/2017. Investigation of the axiem portable system confirmed reported issue. However, it was also found that ports 2 and 8 showed an intermittent connection. The hardware investigation found that the reported event was related to a electrical hardware issue; red status/no tracking. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported on behalf of the site that the navigation system axiem port 2 was not functioning. No further details regarding this issue were provided. There was no patient present when this issue was identified.